Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On the event date, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged power issue began on the morning prior to the event date. The cca noted that the patient manages his diabetes with insulin (self adjuster). As a result of the alleged issue, the patient claimed he took his usual dose of insulin (lantus and novolog) on the early morning on the same day. Approximately 20 hours after the alleged issue started, the patient reported that he developed "high blood sugar." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient replaced the subject meter's batteries as recommended in the owner's booklet. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed "high blood sugar" after the alleged meter issue began.